Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, during a thr surgery, one (1) t-handle broke. The procedure was resumed, without any delay, using a s+n back-up device. No injury was reported as a consequence of this issue.